Manufacturer narrative:
Date received by manufacturer: 01nov2019. Date of report: 06nov2019. Although requested, the customer did not provide the serial number of the affected unit, or information regarding if additional ventilators were affected. The customer reported that other external factors were ruled out, that the unit had been tested, and that technical support determined that the flow rate of the unit was not up to standard. The customer reported that the air flow sensor was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019.

Event description:
The customer reported that a batch of ventilators fail to enter standby mode. There was no patient involvement.